Manufacturer narrative:
It was reported that the cable would not be returned for investigation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Log files sent in from the vad coordinator showed multiple pump stoppages with no erratic speeds or drops. Replacing the patient cable was recommended, and the cable was replaced. It was confirmed that the cable would not be returning for investigation.